Manufacturer narrative:
The initial reporter's facility name: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that during foley placement process when about to inflate the balloon, the connector cuff where the syringe with saline attaches came off (unable to inflate balloon).